Event description:
A report was received that the patient was experiencing pain at the placement of the ipg. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure instead of a revision. No device malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the placement of the ipg. The patient will undergo a pocket revision.

Manufacturer narrative:
Sc-1132(sn (B)(4)) device evaluation indicated that the device passed all tests performed. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The device revealed normal device characteristics. Sc-8336-70 (sn (B)(4)) device evaluation indicated that the lead was cut, and all the proximal tips were not returned. The majority of cables near the paddle were pulled and exposed. X-ray inspection found no cable breakage.

Event description:
A report was received that the patient was experiencing pain at the placement of the ipg. The patient will undergo a pocket revision.